Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the pyxis station was not communicating and identified that the information technology team had connected the ethernet cable to an incorrect port. Additionally, the power cord had been unplugged and replunged too quickly, causing the station to not detect drawers 1.1 and 1.2. The fse guided the customer to connect the ethernet cable to the correct port and performed a full power cycle of the station for 15 minutes. After the power cycle and proper cable connection, the station resumed communication and successfully recovered all drawers. The station was fully functional and operational, and the customer tested and verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station on disconnected mode. User tried rebooting but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.